Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent was found to be longer than 20mm. The physician noted that the length of the 2.25x20mm taxus express2 atom drug eluting stent is longer than 20mm. The physician measured the stent length against a 2.0x20mm apex balloon and by angiogram. The physician stated the taxus atom stent was 'way' longer than the apex balloon, and he had more 'metal' implanted in the obtuse marginal than he wanted in that vessel. No pt complications were reported. Pt's status reported as "fine".